Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient fell and possibly broke his hip. A clavicular crush is suspected on the right ventricular (rv) lead. The boston scientific sales representative (sr) stated that there is a concern over possible pacing inhibition due to noise. The sr noted that the patient cancelled his appointment and rescheduled for the following week. At this time the sr does not have specific patient information. No additional adverse patient effects were reported.